Event description:
Additional information was received indicating that there was no patient involved.

Manufacturer narrative:
Other, one cadd solis vip pump was returned for analysis. The event history log was unable to be downloaded. The power up self test failed and the motor functional test failed. Multiple components failed and were inoperable. The analyst replaced the optic flex sensor and stuck motor.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited error code 4154 and error code 1003. No reported adverse effects.